Event description:
Implant was placed 3/15/96 and uncovered 7/26/96. No problems were noted by the dr. Abutment was placed. Pt came in on 9/16/96 with the implant in his hand. No pain was noted. Pt was in good health. One person affected.